Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, the guidewire fractured. The physician had successfully deployed the greenfield filter to the intended location within the interior vena cava, but when he attempted to remove the guidewire, it tangled and fractured. The retained portion of wire was sucessfully retrieved and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'fine' following the procedure. Additional information has been requested regarding this event.